Event description:
According to the reporter, the bravo capsule failed to attach and it is stated that intervention was required, but no details were provided. There was a repeat procedure performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The delivery system and capsule will be returned for investigation. There was no harm caused to the patient.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.